Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown; medical device expiration date: unknown. Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that stoppers are popping off an unspecified bd blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english, " it was reported that stoppers popped off." How many units have been affected? R: unavailable; products information (material # and batch #); r: unavailable; are there videos where it's possible to observe the issue? R: no; are there samples available for evaluation? R: no.

Event description:
It was reported that stoppers are popping off an unspecified bd blood collection tubes the following information was provided by the initial reporter, translated from portuguese to english: it was reported that stoppers popped off. - how many units have been affected? R: unavailable; - products information (material # and batch #); r: unavailable; - are there videos where it's possible to observe the issue? R: no; - are there samples available for evaluation? R: no.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10